Event description:
Breast implant done in 2007, continuing symptoms since one month after the implant; pain, tenderness, swollen. Recent symptom 2008 burning sensation. MRI performed in 2008, confirms internal rupture of both gel implants although symptoms were more prominent on left than right. Surgery performed using inamed aesthetics-natrelle silicone-filled implants. Could this be due to defective implant or improper insertion? Route: other. Dates of use: 5 months 2007 - 2008. Diagnosis or reason for use: breast implant augumentation.